Event description:
The customer's nurse reported via phone call that the customer was hospitalized because the insulin pump's battery ran out. She also experienced high blood glucose levels. Her blood glucose level was 314 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.